Manufacturer narrative:
One device was returned for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Event log looks good with nothing to note. Visual evaluation found cracks on the downstream occlusion (dso) seal. The seal was replaced. The device passed all testing criteria post repair.

Event description:
One device was returned for analysis. Inspection found cracks on the downstream occlusion (dso) seal. There was no patient involvement.